Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the three trays having issues with the foley being attached to the tubing in the tray and while pulling apart it will stick (lot ngkx4636, lot unk) and they are seeing holes in the foley. Then the foley used to be in a blue plastic sleeve and they would remove it, now it was not and the foley was up next to the tubing. And another one was not used on a patient (lot unk) it was opened in the room and immediately take out upon inspection.